Event description:
Clinical study patient ID: (B)(6). It was reported that on (B)(6) 2022 a 35mm navitor titan valve was selected for implant. After final release of the valve, the valve migrated into a supra-annular position. The valve was snared. It was decided to implant a second device which ended up being implanted successfully. Post procedure the patient experienced a hematoma on the right groin site. Pressure was applied for approximately five minutes and the dressing was changed. Hematoma resolved. No significant blood loss and no blood transfusion. There was no significant drop to the patient's hemoglobin. On (B)(6) 2022, the patient was noted to have tachycardia. Metoprolol was started. It was noted that the hematoma was not due to the delivery system. It was noted that the patient was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migration into a supra-annular position and hematoma on the right groin site was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed including the valve meeting stent radial force specifications, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Please note that per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."

Event description:
Clinical study (B)(6) - portico ng approval study, patient site number : (B)(6). It was reported that on (B)(6) 2022 a 35mm navitor titan valve was selected for implant. The annular dimensions was noted as 89mm perimeter and 23.8/33/1mm. After final release of the valve, the valve migrated into a supra-annular position. The implant depth at deployment was 3mm. The implant depth at release was 3mm also. The valve was snared. It was decided to implant a second device which ended up being implanted successfully. There was no tension in the delivery system. The patient did not have a horizontal aorta. The migrated valve did not block a coronary artery. The gradient following the implant was noted being in the single digit. There was no interaction between the delivery system and the deployed valve. There was no difficulties in deploying or retracting the valve. The valve was re-sheathed more than two times. Post procedure, the right femoral site was closed using a proglide closure device. The patient experienced a hematoma on the right groin site. Pressure was applied for approximately five minutes and the dressing was changed. Hematoma resolved. No significant blood loss and no blood transfusion. There was no significant drop to the patient's hemoglobin. On (B)(6) 2022, the patient was noted to have tachycardia. Metoprolol was started. It was noted that the hematoma was not due to the delivery system. It was noted that the patient was stable.